Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a t10-s1 scoliosis correction on (B)(6) 2014. An unknown quantity of x-rays taken on (B)(6) 2014 showed the rod has displaced on the left side at s1. The patient was brought back to surgery on (B)(6) 2014. It was also discovered that the screw, collar and nut were still intact, but loose at the left s1. The right s1 screw had also pulled out. The construct was revised with larger screws. Patient will be under continued monitoring. The surgeon felt the complication was due to the patient¿s physical condition. This is report 1 of 8 for (B)(4).